Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report the insulin pump had a small crack on the display screen and a crack at the location where the belt clip connects. The insulin pump passed all functional testing. Nothing further reported.